Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs2629 showed one other similar product complaint(s) from this lot number.

Event description:
The patient underwent catheterization of the central venous catheter through peripheral intubation in 2019-2, and the catheterization process was smooth. On (B)(6) 2020, water leakage was found in the pipe and the connector. After inspection, the PICC pipe was partially broken.